Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Device analysis confirmed that the device did not charge efficiently with the original device battery. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. The results were consistent with the device battery causing the excessive charge time. The reported excessive charge times likely resulted from a spurious increased battery resistance induced by lithium-severing, a known failure mode for 35 joule batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. There was an unexpected long/high charge time that led to sudden eos (end of service) after a charge dump performed the week before. The device was explanted and replaced. No patient complications have been reported as a result of this event.